Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -10.50/4.0/094 (sphere/ cylinder/ axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was removed and exchanged with a same size, similare (sphere/ cylinder/ axis) lens due to refractive surprise. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
H3 - device evaluation: lens was returned dry, inside a case/vial. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. Claim#: (B)(4).